Manufacturer narrative:
Corrections to (cat number, lot code, gtin). The reported event that humeral nail t2 humerus ø7x220 mm was alleged of issue (implant breakage ¿ nail) could be confirmed, since the device was returned for evaluation and matches with the alleged event. Visual inspection of the received humeral nail t2 humerus shows traces of use. Proximal end of the nail was deformed and broken, also threads were damaged. Visual inspection evaluates that nail was broken due to excessive torsional force applied on the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to excessive torsional force on the nail by surgeon. Excessive torsional force could cause nail breakage in a situation where, intermedullary canal was reamed smaller than the diameter of the nail, and surgeon was trying to insert the nail by rotating target device or adjusting for alignment during drilling operation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that on (B)(6) 2018, half past eleven a.m., the patient¿s right humerus was fractured. When the doctor put humeral nail t2 humerus into the patient. The near line of humeral nail t2 was broken. The fractured humeral nail was took out by the surgeon took out the fractured humeral nail and changed a replacement. During the replacement was connecting, the end line of replacement has slight deformation and color changed. It looks tend to be fracture. This surgery need blood transfusion. The complaint issue happened which led to patient need more blood transfusion.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) 2018, half past eleven a.m., the patient¿s right humerus was fractured. When the doctor put humeral nail t2 humerus into the patient. The near line of humeral nail t2 was broken. The fractured humeral nail was took out by the surgeon took out the fractured humeral nail and changed a replacement. During the replacement was connecting, the end line of replacement has slight deformation and color changed. It looks tend to be fracture. This surgery need blood transfusion. The complaint issue happened, which led to patient need more blood transfusion.